Manufacturer narrative:
Device failure directly contributed to event (hub leakage).

Event description:
Device analysis: after proper decontamination activities, the balloon was inspected. It is confirmed that it was inflated. The balloon did not show evidence of any defects. A 0.035'' guide wire was loaded into the guide wire lumen and it passed freely. The catheter was pressurized to 7 bar with water via manometric syringe and the balloon was inflated. After inflation, it was noted that a drop of water came out of the strain relief. The strain relief was removed and the origin of the leak identified in the distal glue joint between the luer and the shaft.

Event description:
Physician was attempting to treat a lesion in the iliac artery using admiral extreme otw dilatation balloon catheter. The lesion was severely calcified with (B)(6) stenosis. It was reported that during procedure that the balloon was leaking contrast medium when inflated to 7 bars. The leakage was noted in the balloon. The cine images or procedural cd is not available for review. It was reported that the patient is good and no patient injury reported for this event. The physician used a new device - same size - to complete the procedure.

Manufacturer narrative:
Evaluation: results/conclusion: based on the information available no root cause can be determined, no device received for evaluation, no device received for evaluation. (B)(4).